Event description:
The product "amo complete moisture plus" for standard contact solution. On our way to a christmas program approx 1 hr away, she was feeling severe eye discomfort. She had been sold the contacts and solution back. I had to take her to the ER yesterday. She was experiencing extremely severe swelling of her eye lids, clouded vision, eyes severely watering, and extreme pain. They treated her for infecton and reffered her to a ophthalmologist today. His findings were that the damage resembled a chemical burn and corneal damage. He has asked us to return tomorrow for further evaluation. She has no exposure to any chemicals or other foreign substances. The doctor did not tell us the product had been recalled in may of 2007. Dates of use 2007. Diagnosis or reason for use: contact cleaning.